Event description:
It was reported that the implantable cardiac defibrillator (ICD) was suspect of premature elective replacement indicator (eri). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that the device met 80% of expected longevity. Performance data revealed the time of rrt in save to disk on (B)(6) 2012 device rrt <=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(6) 2012. Two - patient alerts for low battery voltage on (B)(6) 2012 02:15:04.